Event description:
--

Manufacturer narrative:
Subsequently, this device was returned to our post market quality assurance laboratory for analysis. A visual inspection of the header lead barrels determined that the rv lead was likely not fully inserted into the header. A review of device memory confirmed the out-of-range pacing impedance measurements. Pin gauge testing of all header port diameters confirmed that they were within design specification. Laboratory technicians confirmed that an rv lead was able to be fully inserted and securely connected to the device. The device was then subjected to a series of automated diagnostic test that verified normal performance of defibrillation, pacing, sensing, and recording functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.

Manufacturer narrative:
A revision procedure was performed, during which the rv lead terminal pin was confirmed to be seated securely in the device header, and a visual inspection of the chronic rv lead found nothing abnormal. The physician elected to explant this ICD. A new ICD was successfully implanted, and the chronic rv lead was left in service, since all lead diagnostic measurements appeared to be within normal range. A request has been made to have this explanted device returned for analysis. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead and recently implanted implantable cardioverter defibrillator (ICD) exhibited rv pacing impedance measurements of greater than 2000 ohms, triggering a latitude red alert. No rv channel noise was observed. The high rv pacing impedance measurements were reproducible with pocket manipulation, and the possibility of a device connection issue was discussed. No adverse patient effects were reported as a result of these observations.